Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. The recipient is reportedly healthy and doing well. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced a skin flap infection. On (B)(6) 2016, the recipient had a needle drainage of an abscess and was treated with IV and oral antibiotics (type unknown) for three weeks. The recipient's implant became exposed with pus. The recipient was hospitalized on (B)(6) 2016 and then again on (B)(6) 2016. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.